Event description:
It was reported that pump screen went dark and would not turn on, and caller stated that button was extremely difficult to press and often required multiple presses to turn on pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case, followed instructions to press button in specific way, and eventually restored display, and technical support arranged replacement pump under warranty while customer continued to use current pump, confirmed shipping address, instructed customer to place pump in storage mode before returning it with prepaid label, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device.